Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with mdrs 3005168196-2013-00350, 3005168196-2013-00351, 3005168196-2013-00352, 3005168196-2013-00353, and 3005168196-2013-00354.

Manufacturer narrative:
Results: the px slim microcatheter is ovalized approximately 44.0 cm from hub. Both of the pusher assemblies appeared to have gone through coil detachment properly. Both pusher assemblies are missing the pull wire. One of the pusher assemblies appears to have a severe kink on the proximal end. There was no visible damage to the exterior body of the handles. A 0.025" mandrel was inserted through the hub of the px slim microcatheter but only advanced distally until it approached the pinched area, approximately 44.0 cm from the hub. The catheter is nonfunctional. Both pusher assemblies are nonfunctional but appear to have functioned properly. Both handles were tested using the production test fixture ((B)(4)) which measures the throw distance and pull force. The detachment handles actuated correctly. Both detachment handles are fully functional. Conclusion: the complaint has been evaluated. The complaint indicates that there was difficulty detaching the coils with the detachment handle. Upon evaluating the returned product, it appears that the coils had been detached from the pusher assemblies by breaking the proximal end of the hypo-tube where the tab is located manually deploying the coil. In addition, the px slim microcatheter was slightly ovalized in the proximal portion of the shaft; therefore a 0.025" mandrel could not advance distally. This damage may have occurred during handling after the procedure as it was not mentioned in the complaint description. During evaluation, the lever on both handles was able to be retracted and produce the characteristic clicking sound. The handles both functioned correctly using the production test fixture ((B)(4)). Both handles appear to be in perfect working condition and the no issue was found. Based on the description of the event and returned devices (including the microcatheter, pusher assemblies, and handles), it is likely that the difficulty detaching the coils, as described by the physician, was due to improper positioning of the pusher assembly/coil unit and the detachment handle. The directions for use of the pusher assembly and handle are outlined in the IFU and describe the proper positioning to ensure detachment of the coils. There is no indication of any device malfunction. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00350, 3005168196-2013-00351, 3005168196-2013-00352, 3005168196-2013-00353, and 3005168196-2013-00354.

Event description:
Patient was undergoing coil embolization procedure for cerebral aneurysm in the left ic-ach with penumbra 400 and axium 3d coils. Excelsior sl-10 and penumbra px slim microcatheters were deployed in the aneurysm. Penumbra coil (B)(4) was placed as a framing coil, and then axium 3d coil was delivered to aneurysm. Physician then tried to detach (B)(4) coil with dh1, but did not hear the click sound and could not retract the slider on the handle. The physician tried several times to release the coil with dh1, but failed. He then manually broke the pusher hypotube by hand and pulled the pull wire, but this would not detach coil. When a second coil had difficulty detaching in the patient, the dh1 was changed but still could not detach on the first actuation on the handle. The third coil detached prematurely inside the catheter, so it was pushed into the aneurysm with the guide wire. Product problem caused no adverse events to patient.